Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient endorsed that the audible alarms seemed to have a lower pitch during the daily self-test. There were no alarms on interrogation. The speaker was clear of any dust or debris. The system controller was tested in the clinic on battery power and the physician noted that the system controller tested fine but had a little lower pitch during the self-test as compared to demo equipment. Log files were submitted for review and captured no notable alarms or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) having a lower pitched audio during the self-test could not be confirmed. The controller was not returned to abbott for analysis. Log files were submitted for review. The log file contained data spanning approximately 14 days (19jul2024 to 02aug2024 per timestamp). The controller appeared to operate as intended, and the pump maintained within the expected speed range throughout the data. Multiple attempts were made to inquire about if the system controller was exchanged, but no response was received. The root cause of the reported event could not conclusively be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The user is instructed to periodically inspect the system controller¿s audio speakers for dirt or grease. No further information was provided. The manufacturer is closing the file on this event.